Manufacturer narrative:
(B)(4). Date report sent: 08/31/2004. Info was not provided by the user facility. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagus procedure, the device cut tissue but did not deliver staples. A like device and sutures were used to complete the procedure. There was no pt consequence.